Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the patient was brought in to their clinic for reprogramming. No adverse patient effects were reported.